Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that this device was not used on a pt and another blade was readily available. It was further reported that there were no known delay as a result of this event.

Manufacturer narrative:
The device subject to this investigation was returned for eval. It was visually confirmed that the packaging material was brittle. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged." An alternative packaging material has since been implemented to address this issue.